Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.2 preparation and inspection of the endoscope. Inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a water leak, (isolation) on the tracheal intubation fiberscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coat of the image guide snake pipe was peeling off (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that the coat of the image guide pipe was peeling off (1mm2 or more). Additional findings were as follows: due to a pinhole on bending section cover, water tightness was lost, due to deformation of control unit, water tightness was lost, due to damage, angulation lever does not move smoothly, the venting connector under grip was shaved, the connecting tube had a dent, and the eyepiece, the diopter ring, the grip, the scope cover, the up/down plate, all had a scratch. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.